Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a patients routine consultation, high impedance was seen. The physician disabled the device and referred the patient to the surgeon. The patient was admitted to the emergency room and both the generator and lead were explanted. The explanted devices were received into product analysis. The lead was returned in 6 portions. The first portion (177mm) showed setscrew marks on the connector pin and stated on the connector ring. Abrasions were observed on the connector boot and parts of the outer tubing, but did not penetrate. Dried bodily fluid were observed in both the inner and outer tubes. The tubing was compressed in some areas, and the end of the outer/inner tubes and coils were cut. No open circuit conditions were identified. The second portion (71mm) showed the ends of the outer/inner tubes were cut. Abrasions were observed on the outer tubing, and dried bodily fluids were observed in both the inner and outer tubes. The coils were stretched and tubing was compressed in some areas. An abraded opening was noted on the outer tubing at 31mm. No open circuit conditions were identified. The third portion (232mm) showed the ends of the outer/inner tubes were cut. Abrasions were observed on the outer tubing, and dried bodily fluids were observed in both the inner and outer tubes. White deposits were observed on the outer tubing. The coils were stretched and kinked in certain areas, and the tubing was compressed in some areas. Tool marks and a cut opening was observed at 24mm. Abraded openings were observed on the outer tubing at 109 mm and 110-114mm. The outer tubing was cut at 175-180mm. The first inner tube and coil were severed and the second inner tube was cut at that location. The anchor helical, and the end of the inner tubes and coils were cut. No open circuit conditions were identified. The 4th, 5th and 6th returned portions were sections of the electrode array. The 4th portion contained no coils and the anchor helical was stretched and misshaped. The 5th potion was the white helical, and the ends of the inner tube and coil were cut. The coil was stretched and misshaped. The 6th portion was the green helical which showed the ends of the inner tube and coil were cut, and the helical was stretched and misshaped. No open circuit conditions were identified. A review of device history records showed that the lead passed quality control inspection and was sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
It was further reported that although inflammation and a chronic wound were present at the generator site; no further details were available regarding if the patient manipulated the site. No further confirmation was able to be obtained regarding if the pin was fully inserted at the time of implant.